Event description:
A customer contacted beckman coulter inc., (bec) and reported that about 5ml of liquid leaked from the shear valves on their coulter lh 780 hematology instrument. The leak was not contained and liquid leaked to the top of the counter. The customer could not determine the leak source. There were no alarms or error messages generated by the instrument. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves. There was no direct biohazard exposure to mucous membranes or open wounds. Customer never came in contact with the liquid. No patient results were affected in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and found a sticky actuator on valve vl98 which was causing back pressure and diluent to leak at the shear valve. The fse replaced the shear valve and vl98 actuator to resolve the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was sticky actuator on valve vl98. (B)(4).